Manufacturer narrative:
No additional information was received. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was received for evaluation; however, it could not be properly decontaminated. Pictures of the received device confirmed that the male luer was broken. The most probably cause was that the male luer came weak from the supplier. A supplier corrective action request (scar) was issued to the supplier. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that at the end of blood sampling on implantable ports, while removing the vacutainer, the latter broke and a piece of plastic stayed inside the needle's line. Air bubbles were observed; and as a result, the extension line had to be changed. No patient injury was reported.